Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that at the beginning of surgical washing, the handpiece could not be connected to the versajet ii console. The ignition ring of the console was stuck and did not allow the entry of the handpieces. The procedure was completed, after a significant delay, with a smith and nephew back up console. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. The event may cause minor or temporary injury requiring no or minor medical intervention. The event may require use of a backup device to continue therapy. This event did not lead to a death or serious injury, nor would it be likely to cause or contribute to a death or serious injury if it were to recur. This event is considered not reportable pursuant to 21 cfr 803.. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.